Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Image review: two media files and an infold questionnaire were provided for review. Executive summary was not provided for anatomical review. After reviewing media files, a misload is confirmed by an inflow crown overlap to node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload, thus the valve and delivery catheter system (dcs) should be discarded, and a new valve should be loaded onto a new dcs. However, a misload was not identified during valve load inspection. The valve was attempted to be deployed, and assessment at 80% shows an under expanded bioprosthesis with an infold present. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. This case, the misload was not detected during fluoro load inspection and components should have been discarded and new sterile components should have been used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, the valve was loaded once and confirmed via visual, tactile, and fluoroscopic inspection. No misload was identified. The aortic annulus was measured at 26.7 mm. A pre-implant balloon aortic valvuloplasty was not performed. During the first deployment attempt, at 80% deployed, an infold was observed in the frame of the valve. Per the physician, the overlap of the frame stopped between the third and fourth node. The physician also reported patient anatomy did not contribute to the infold. The valve was recaptured and was withdrawn from the patient. A new delivery catheter system (dcs) and valve were used for implant. No adverse patient effects were reported.